Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) over 500 mg/dl. The cause of the elevated bg was unknown. Customer changed pump supplies to address bg level. Additionally, two cartridges did not fit onto the pump. A new cartridge was loaded onto the pump to resolve the issue.